Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient is deceased. The patient's spouse reported the "device did not go off to save his life". No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.